Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post-paced t-wave oversensing (pptwos) on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.